Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned emergency treatment of cardiac arrhythmia procedure happened when the issue happened. The procedure was aborted and completed by using another system. Philips field service engineer (fse) conducted an onsite visit and confirmed that reported problem. After reviewing log, fse found no communication with the detector, it may be a fdcsib cable malfunction. Upon troubleshooting, fse swapped the cables, finding the frontal detector received a signal but failed to transmit it back to the fdc sib. The fse replaced the fan tray and fdc sib, but the issue persisted. To resolve the problem, fse reinstalled the original fan tray and fdc sib, replaced the detector. After replacing detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.